Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: access site bleeding ¿assess access site for bleeding and hematoma.¿

Event description:
The complainant reports a 58 year old male receiving support from impella for lv unloading that experienced insertion site bleeding with the formation of a large hematoma. Angle adjustment and compression did not maintain hemostasis so the pump was removed and replaced.  The patient was sent to ICU to recover. This is a reportable complaint.